Manufacturer narrative:
Additional narrative: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a posterior spinal fusion surgery on (B)(6) 2022, a small piece at the tip of the rod approximator broke off as the surgeon was trying to reduce a 3.5mm ti rod at l1-2. All fragments were removed from the patient. While attempting to remove a pedicle screw in the thoracic spine, the t20 screwdriver shaft stripped. Both instruments were removed from the field and sent to decon to be cleaned and sanitized. The case was a thoracolumbar revision, removing screws at certain levels and extending up. The procedure was successfully completed with no delay. There were no patient consequences. This report is for a an expedium t20 screwdriver shaft. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Additional narrative: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a posterior spinal fusion surgery on (B)(6) 2022, a small piece at the tip of the rod approximator broke off as the surgeon was trying to reduce a 3.5mm ti rod at l1-2. All fragments were removed from the patient. While attempting to remove a pedicle screw in the thoracic spine, the t20 screwdriver shaft stripped. Both instruments were removed from the field and sent to decon to be cleaned and sanitized. The case was a thoracolumbar revision, removing screws at certain levels and extending up. The procedure was successfully completed with no delay. There were no patient consequences. This report is for a an expedium t20 screwdriver shaft. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. A review of the receiving inspection (ri) for t20 screwdriver shaft was conducted identifying that lot number gm5008703 was released multiple batch. Batch1: lot qty of 12 units were released on april 3, 2018 with no discrepancies. Batch2: lot qty of 94 units were released on april 5, 2018 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. The ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the tip of the t20 screwdriver shaft was stripped. A dimensional inspection was performed for the t20 screwdriver shaft and met specifications. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces as mentioned in the event description. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the t20 screwdriver shaft would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed? Current and manufactured revision. Dimensional inspection: feature: distal shaft diameter result: conforming measurement device: caliper. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.